Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04072 / 04073).

Event description:
During a arthroscopic rotator cuff repair, the anchor suture fractured. It is unknown if any fractured pieces remained in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Unique identifier: (B)(4).